Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since implant patient has experience pain at neurostimulator site, said that also has experienced a weird shocking feeling at neurostimulator site and also a pulsating sensation in buttock at times,like driving. Patient said that healthcare professional (hcp) did visually look at neurostimulator site and said that it doesn't look infected and doesn't see anything wrong. Patient said that they changed the settings however that did not resolve the issue. Patient said this also happens when patient bends down and when recharging implant. Patient said they get sensations while recharging, discomfort , shocking and heat. Patient said ins site gets hot as if it has been recharging for a long time so takes a break and then resumes recharging session at a later time. The following troubleshooting steps were performed: recommended using recharger over a thin layer of clothing, see knowledge article questions for additional details regarding discomfort while charging. Additional troubleshooting information: patient to use cloth barrier when recharges and assess if this resolves issue. No further diagnostics were performed. The patient was redirected to their healthcare provider to further address the issue.